Event description:
The customer reported that a CT technician scanned a patient who was unable to remain still during the scan. The resident radiologist who read the scan read the artifact as a bleed. The radiologist who read the image the next morning determined it to be an artifact and not a bleed. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4). Initial MDR mailed on (B)(4) 2012.